Event description:
It was reported to philips the device did not pass self-test because power output was too low. There was no patient involvement.

Event description:
It was reported to philips the device did not pass self-test because power output was too low. There was no patient involvement.